Manufacturer narrative:
Block e1: (initial reporter city) (B)(6). Block h6: problem code a050702 captures the reportable event of polyp resecting issue. Block h10: (product investigation) one sensation snare was received for analysis. Visual inspection of the returned device revealed that the device did not have any defective condition. Functional evaluation of the returned device found that when the device was connected to the 10 inch loop fixture, it was able to extend completely and retract without issues. Continuity test was performed and the device's electrical resistance was within specification, indicating a proper connection. Upon evaluation, it was unable to confirm the reported event of "device failure to deliver energy" since no issues were noted with the electrical device testing during continuity test upon return. The reported issue "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional test. No issues were noted with the electrical device testing during continuity test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure and inside the patient, the device could not be electrified to cut the target polyp. Reportedly, the snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. There were no other issues noted with the device. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure and inside the patient, the device could not be electrified to cut the target polyp. Reportedly, the snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. There were no other issues noted with the device. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.